Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump down arrow button did not response due to flattened button dome switch. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported the buttons on the insulin pump do not work. Customer's blood glucose was 9.8mmol/l.